Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a duplicate patient test result. The customer initially performs duplicate testing for all troponin testing. The discordant positive troponin result was not released and a negative troponin result was reported based upon repeat testing. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive stat troponin assay duplicate test result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known causes for the discordant positive immulite 2500 troponin result. The fse had noted fibrin present in the patient serum sample and suspects a sample handling issue. The instrument is performing within specifications.